Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 24feb2026, it was clarified that the device had been outside of use at the time of the event, with the device being kept in the customers shelf-space till service was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated health impact grid.

Manufacturer narrative:
On 11feb2026 a field service engineer (fse) went to the customer site and replaced the data acquisition (da) printed circuit board assembly (pcba). Following the part replacement the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. No additional parts were replaced by the fse for the ovp issue. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was multiple error codes found when the diagnostic report (drpt) was checked. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. Reviewing the drpt, it was found that the alarm light emitting diode (led) failed, 5v failed, 24v failed, 35v failed, overvoltage protection (ovp) circuit failed, and auxiliary alarm supply failed alarms had occurred. The combination of codes indicates an ovp circuit failure of the motor controller (mc) printed circuit board assembly (pcba). Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.